Event description:
Md was opening a 30 gauge hollow bore needle for injection and was stuck in the index finger by a second needle that was bent over and outside the cap, appears to be a manufacturer error.